Event description:
Incident report. Description on december 3rd, 2019, flen health received an email notification that some patients who were undergoing radiotherapy treatment at cancer center (B)(6) USA, were feeling severe discomfort and itching . The use of flamigel rt was discontinued in this clinic and this had no impact in their continuation of radiotherapy treatment. On dec 10th flen health received information that 13 out of 14 patients has similar reactions. Flen health has not received any similar feedback of any hospital in europe or us. It is not clear, at this moment, if the reaction of itching and pruritus is or is not related to the flamigel rt product. Flen health is still trying to get more information on these cases. Because we know too little at this moment, to rule out that this event is not reportable, we decide the report.